Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 600 mg/dl. Customer stated she has not yet treated but will treat with syringe. The customer assisted in performing a 5.0 unit fixed prime. The customer stated the insulin did exit and pump alarmed no delivery. The customer stated that they have a plunger available. The customer was advised to insert the new reservoir and run manual prime to at least 5 units and observe insulin exit the tubing with manual prime. The customer was advised that the pump is working as designed. The customer was advised the alarm was caused by set/reservoir occlusion.